Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an adverse event occurred. Date of event is an approximation. The patient's parent reported that the patient experienced a hypoglycemic event while using the dexcom g6 cgm system. According to the reporter, the patient either lost consciousness or suffered from a seizure (reporter is not sure which) sometime around (B)(6)2024. The reporter stated that the patient was experiencing erratic readings at the time of the incident, though she is not certain whether the cgm was at fault since she said the patient's glucose is usually "all over the place." The reporter responded to the situation by calling for an ambulance, but by the time the paramedics arrived on site, the patient had already regained consciousness. A fingerstick measurement was taken by the paramedics which read 6.2 mmol/l. No treatment was administered by the paramedics, but they did have the patient eat something. No further treatment was reported and the patient was not transported to a hospital. The patient was doing fine at the time of contact. Data was evaluated and the allegation was undetermined. A review of performance data could not confirm whether the patient experienced erratic readings as alleged by the reporter. However, data investigation found that the patient's estimated glucose values did not drop below the low alert threshold of 4.0 mmol/l at any point on or around the alleged date of incident on (B)(6) 2024, nor did he experience any periods of prolonged sensor error or signal loss. Thus, although no calibrations to confirm a discrepancy were found in performance data, it was determined that inaccurate estimated glucose values are the most likely failure mode associated with the hypoglycemic event. No additional patient or event information is available.